Manufacturer narrative:
During the investigation the technician discovered that the customer attempted repair of the device. As a result of the device being tampered with, root cause could not be firmly established. The processor/bridge/pace board was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed self-test for defib. Complainant did not indicate that there was any patient involvement in the reported malfunction.